Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2021, a 30 mm amplatzer pfo occluder was selected for implant. During the implant procedure, the device was noted to be deformed and was unable to be correctly deployed. A new 30 mm amplatzer pfo occluder was used instead and successfully implanted. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is stable.

Manufacturer narrative:
An event of the device deploying deformed was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis; however, two photos were received for analysis. Based solely on the aforementioned photos, both discs of the device appeared to deployed in a deformed or bulbous conformation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. A CAPA was initiated for further investigation and did not identify a product quality issue. However, corrective actions to further enhance performance are being pursued per internal operating procedures.